Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this right atrial (ra) lead presented to the clinic for a follow-up appointment. Upon review of device data, there were seven stored episodes of noise reversion on the ra channel that were suspected to be electromagnetic interference (emi). Additionally, there were more than 15,000 episodes of automatic mode switch on the ra channel. The automatic mode switch episodes were suspected to be triggered by signals detected after a blanking period on the atrial channel, which is indicative of oversensing. It was recommended that programming changes occur, as well as a lead evaluation. No adverse patient effects were reported. This ra lead remains in service.